Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during iol implantation. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 124259223 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 124259223. The injector was returned dehydrated in the blister tray, and the lens was received hydrated in the plastic bag. Preliminary inspection of the returned injector showed that the plunger was pushed into the nozzle, and the movable flaps were found being partly open. There was evidence of viscoelastic use observed in the chamber and in the nozzle. There was no damage to the nozzle observed; however, inside it there was a small piece of iol (haptic) found. Following injector disassembly and piece of lens removal from the nozzle, the plunger was found to be torn. Cosmetic inspection of the lend under 10x magnification confirmed that a part of its optic was chipped off, and a small piece of iol haptic was broken off. The haptic fragment recovered from the nozzle was consistent with the damage observed to the lens. To perform test injection, the injector was re-assembled with a new plunger, and as sample of rayone aspheric rao600c from rayner stock was loaded and injected as per the IFU. Injection was successful, with no resistance experienced, and with no damage to the lens or to the injector post injection. Additionally, a toluidine blue dye test was performed on the injector nozzle. This test did not identify any irregularities in the nozzle coating. From the result of product return inspection/ testing no root cause of the event could be established; however, we conclude that the root cause of the damage to the lens during injection is not attributable to a rayone injector fault. Result of the testing performed on the returned injector confirm that the device performs as intended, and no device-related malfunction was identified. Following observation of the injector movable flaps not being securely clipped together, we conclude that this may be the causative/ contributory factor to injection issues and to the damage to the lens during injection in this case.

Event description:
On 17th december 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the haptic was damaged during implantation necessitating iol explantation and exchange.

Event description:
On 17th december 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that the haptic was damaged during implantation necessitating iol explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic was damaged during iol implantation. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 124259223 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 124259223. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of haptic damage during iol implantation.